Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope was not cleaned properly. The issue occurred during demonstration. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. An olympus endoscopy support specialist (ess) assisted the customer by connecting with a steris representative to determine what ¿aer¿ connectors were needed for reprocessing the upcoming demo enf-vt3 (after demo cds in-service was completed). Customer reported their model of aer allowed modified cleaning steps and reported that they put scopes into aer after channel brushing. A steris/medivator representative later stated that this model of aer is not actually cleared for modified cleaning and the customer should still be performing aspiration and channel flushing (or using scope buddy plus) prior to aer. Ess emailed the customer with this information and connected the customer with a steris/medivator representative so their infection prevention representative can deliver in-service on their current aer and scope buddy plus products. Ess informed the customer that per olympus flex endoscope ifus, they will need to perform aspiration and manually flush channels if they are not using scope buddy plus for these functions. Based on the results of the investigation, the root cause of the issue was improper reprocessing. The event can be detected and prevented by following the instructions for use: instructions rhino-laryngo videoscope olympus enf-vt3 reprocessing manual chapter 7 reprocessing endoscopes and accessories using an automated endoscope reprocessor/washer- disinfector 7.1 reprocessing endoscopes and accessories using an automated endoscope reprocessor/washer-disinfector follow the workflow described in section 4.3, ¿workflow for cleaning and disinfecting endoscopes and accessories using an aer/wd¿ when reprocessing endoscopes and accessories with an aer/wd. Be sure to attach all required connectors to the endoscope and accessories. For details concerning appropriate connectors, refer to the instructions of the aer/wd manufacturer. Manually clean and disinfect any endoscopes and accessories that are not compatible with the aer/wd. Olympus will continue to monitor field performance for this device.